Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was to be used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010. According to the complainant during preparation, before the rx locking device and biopsy cap system was attached to any endoscope, the user pre-pierced the biopsy cap using an 18 gauge needle. This caused the foam insert (sponge) to detach, and came out of the biopsy cap. The procedure was completed with another microvasive rx locking device & biopsy cap system . There were no patient complications as a result of this failure mode. The patient's condition post procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was to be used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010. According to the complainant during preparation, before the rx locking device and biopsy cap system was attached to any endoscope, the user pre-pierced the biopsy cap using an 18 gauge needle. This caused the foam insert (sponge) to detach, and came out of the biopsy cap. The procedure was completed with another microvasive rx locking device & biopsy cap system . There were no patient complications as a result of this failure mode. The patient's condition post procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the foam sponge had detached and separated from the rx biopsy cap. The slits on the sponge were not perforated or manufactured correctly. The returned biopsy cap was found to be intact; however the slits were opened up from usage. Following a detailed device analysis, it was noted that the condition of the returned incident device was consistent with the complaint that the sponge dislodged. The most probable root cause is supplier manufacturing. The sponge may have detached from the rx biopsy cap during device insertion due to the device catching on the sponge and not having a clean slit/ path to penetrate. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A search of the complaint database revealed no additional complaints reported for this lot. (B)(4)